Manufacturer narrative:
A2: age at time of event - 18 years and older. Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in both the proximal and distal sections of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 2.75 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was removed within the catheter and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 2.75 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was removed within the catheter and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.